Event description:
Info was provided that two days after implantation of the device for gastrostomy, the balloon deflated. We were advised that distilled water was used to inflate the device, however, within 48-72 hours, without manipulation, the catheter was out. Also reference 1820334-2007-00459, 1820334-2007-00461, 1820334-2007-00462.

Manufacturer narrative:
Evaluation: the complaint device(s) was not returned, only the lot number(s) was provided to assist in our investigation. Without the actual complaint device, we are unable to determine with certainty why this difficulty may have been experienced. We can advise that prior to further processing, this device is 100% leak tested. We suggest that prior to use, reference should be made to the supplied info for use booklet, in which is stated: "inflate the balloon with 5cc of sterile water. Check for competency of the valve and that the balloon remains inflated. The red clamp on the inflation sidearm should then be closed to help prevent inadvertent balloon deflation."